Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. Initial reporter's zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that following an intraocular lens (iol) implant procedure, the iol had to be removed because the lens had become cloudy. Additional information was requested but not received.

Manufacturer narrative:
The lens was returned in a vial immersed in liquid. The lens was removed from the liquid to evaluate. The lens is covered in a membrane. The membrane was peeled off the lens and retained. The lens was cleaned with lphse. The lens does not appear cloudy. The lens is scratched. The lens dimensions (plan view) indicate the iol is one of two possible monofocal single piece iol models. Power and resolution testing were conducted. The resolution is acceptable with power in the 18.5 diopter range for both models. The root cause for the reported issues could not be determined. The lens was not cloudy upon return inspection. The lens dimensions (plan view) indicate the iol is one of two possible monofocal single piece iol models. Power and resolution testing were conducted. The resolution is acceptable with power in the 18.5 diopter range for both models. A membrane was observed on the returned lens; the origin of the membrane is unknown. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
(B)(4).